Event description:
It was reported the intracavity 3d9-3v transducer had a crack in the lens membrane and was leaking oil. The transducer was associated with the affiniti 70 ultrasound system. This issue occurred outside of patient use. There was no patient or user harm associated with this event. A remote service engineer confirmed the reported issue with the customer and shipped a replacement transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.